Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50mg/dl. Low bg cause was not known. Customer drank juice to address bg. No additional patient or event information was available.